Manufacturer narrative:
.

Event description:
The pt reported that she fell three months ago and ended up with a slight concussion. The pt reported that the vibration from her stimulator goes up into her head and she gets dizzy. The pt was concerned that something has moved. The pt was redirected to be evaluated by her physician. The pt stated she would follow-up with her pain physician. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.